Event description:
The device was removed due to "failure of the pump and cylinder(s)". The pump, cylinder(s) and assembly kit component(s) only were removed and replaced with another 3 piece inflatable.